Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). As reported by the user facility, it has been confirmed that no samples are available for further evaluation. Without the actual device, a thorough investigation could not be performed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and or any additional pertinent information becomes available, a follow-up will be submitted. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot number.

Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported via medwaych number mw5084697: patient's blood was backing up in the uvc line and fluid tubings. Lipid filter was half way empty. Line was flushed and filter was replaced. No injury reported.